Event description:
It was reported that two bd phaseal¿ protector (p14) leaked from the connection to the mitoxantrone bottle after the injector was attached. The following information was provided by the initial reporter: "we have had 2 incidents (2 weeks ago) while attaching the protector to a mitoxantrone bottle using standard protocol with a leak happening where the protector attaches to the bottle after the injector has been attached. Prior to attaching an injector, we always check to ensure that the protector is seated securely. "No employee exposure was noted, no patient effects as vial was wasted. Only adverse event was having to waste a bottle of tanvea (expensive)".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no photos or physicals samples that display the reported issue were provided for investigation. A device history review was performed for reported lot 2108103, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or defects were observed. Functional testing was performed, connecting the protectors to a vial using the m12 assembly fixture, then to an injector and syringe per the instructions for use provided with the product. In all cases liquid was able to be drawn from the vial, the expansion chamber properly expanded, no leakages between the protector and vial or into the expansion chamber were observed, and the product functioned as intended. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device, all records were reviewed for the reported lot and results were found to be acceptable. Based on our quality team's investigation, we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that two bd phaseal¿ protector (p14) leaked from the connection to the mitoxantrone bottle after the injector was attached. The following information was provided by the initial reporter: "we have had 2 incidents (2 weeks ago) while attaching the protector to a mitoxantrone bottle using standard protocol with a leak happening where the protector attaches to the bottle after the injector has been attached. Prior to attaching an injector, we always check to ensure that the protector is seated securely. "No employee exposure was noted, no patient effects as vial was wasted. Only adverse event was having to waste a bottle of tanvea (expensive)"